Manufacturer narrative:
Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test. No unexpected no delivery/insulin flow blocked alarm noted during testing. Device was received with normal operating currents and no unexpected low battery alarm, replace battery now alarm or battery power loss alarm noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s parents reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was over 500 mg/dl t the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated high blood glucose with syringe and insulin pump. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer was using auto mode feature on insulin pump. Customer was alleging that the insulin pump was under delivering. It was also stated that the insulin pump had insulin flow blocked alarm, tubing was changed and insulin pump not working properly. The insulin pump will be returned for analysis.